Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm and a 3.2 cm left iliac aneurysm. There was thrombus in the neck. The right external iliac artery was calcified and it was 6 mm in diameter proximally and 5 mm in diameter distally. The right common iliac artery was 50 mm in length, 16 mm in diameter at the aortic bifurcation and 17 mm in diameter distally. It was reported that during the procedure the 16x20x124 endurant iliac limb would not track up the right iliac artery. The physician pre-dilated with a 6x40 balloon and then an 8x40 balloon; however, the delivery system still would not track. Surgical repair of the right external iliac was required during the procedure. The physician decided to use a 16x16x124 endurant limb to seal more proximal in the right iliac and successfully completed the case. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant showed a very calcified proximal neck. The 7.3cm max diameter aaa was lined with calcification and filled with thrombus (3cm flow lumen). The left iliac take-off was severely angulated to approximately 90deg, and there was a 3cm left common iliac aneurysm. Both iliacs were calcified, and the right external was severely calcified. Several still angio images at implant showed the severely diseased vessels. The ipsilateral limb and extension were placed into the left iliac, and the contra limb was placed into the right iliac. Slight stent graft compression was seen at the left common iliac origin. No other stent graft issues were observed. The cause of the events appear to be anatomy related; diseased vessels.

Manufacturer narrative:
(B)(4). Method: film. Results: vessel perforation. Anatomy related; diseased vessels. Conclusion: vessel perforation. Anatomy related; diseased vessels.